Manufacturer narrative:
Despite attempts, no further information regarding an explant procedure was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. Some episodes of non-sustained ventricular tachycardia were also noted. The physician believes the rv lead may be fractured. No intervention has been performed and the ICD remains in service. No adverse patient effects were reported.